Event description:
According to the facility on 8/8/22 during a procedure a piece of a drain tore away and broke off into the patient after the facility previously cut the drain to use a retractor for a hiatal hernia repair.

Manufacturer narrative:
According to the facility on (B)(6) 2022 during a procedure a piece of a drain tore away and broke off into the patient after the facility previously cut the drain to use a retractor for a hiatal hernia repair. All pieces of the drain were accounted for. The sample was reported to be available however, contact information was not provided. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.